Manufacturer narrative:
(B)(4). Additional information requested and received: was the device stuck on tissue when the jaws would not open? If yes, how was the device removed from tissue? Yes, the jaws clamped the tissue inside. However, no information how it was removed. You have stated in the event description that a ecr60d reload will be returning with the pce45a device. Was an ecr60d reload used in the 45mm device? Actually, it was found the cartridge used along was ecr45d.

Manufacturer narrative:
(B)(4). Batch # n56t95. The analysis found that one pce45a device was returned with no apparent damage and with an ecr45d partially fired 1/10 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an open pneumonectomy, the device was locked out at the first firing. Then, the jaws did not open and the device could not be released. The knife reverse switch and manual override lever did not function to open the jaws. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.